Event description:
A 33 yr old male with medical history of arotic insufficiency, bicuspid valve, and multi-fenestrated pulmonary valve underwent an aortic root replacement using a 22mm aortic homograph and reduction aortoplasty on 2/9/99. On 2/13/99, pt noted to have positive blood cultures for serratia marcescens and an aortic root abscess. On 2/18/99 pt had valve explanted. The site does not know if the event is related to the homograft.